Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 142 to 153 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (read from logbook; no date/time provided): 70mg/dl; 84mg/dl; 117mg/dl; 134mg/dl; 119mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.